Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
During a total abdominal hysterectomy procedure, the staples did not form properly. The surgeon manually sutured to complete the procedure. No pt injury occurred.